Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002023141-2023-00564.

Manufacturer narrative:
Zimmerbiomet complaint number cmp (B)(4). Weight unknown / not provided. Device product code unknown / not provided. Lot number unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #20 was removed due to peri-implantitis. Patient had discomfort and infection a few times with this implant. Symptom as a result of the event was pain.